Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from USA stating that 2 of the plug-in parts not working and the rpm was the issue. The machine would run but the rpm was not working properly. The device was being used during surgery. No injury or medical intervention occurred. There was no additional information provided.